Event description:
A customer contacted physio-control to report their device was unable to provide defibrillation shock when attempted during patient resuscitation. The patient associated with the reported event did not survive.

Manufacturer narrative:
There were no patient records from the reported event date. As a result, it was determined that the device did not make a connection with the patient at the time of the event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio clinical specialist performed a clinical review and determined that it is unknown if the device use contributed to the patient outcome. No ECG data is available to determine if defibrillation was needed. The service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report their device was unable to provide defibrillation shock when attempted during patient resuscitation. The patient associated with the reported event did not survive.